Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11: h4: the lot was manufactured between september 15, 2025 ¿ september 17, 2025. H11: the device was received for evaluation. A visual inspection was performed, and a leak from an untightened blue winged luer cap was observed. Signs of surface roughness were not observed inside the cap when inspected under the microscope. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked. The device had condensation and there was fluid at the bottom. The issue was identified while setting up the device to be compounded. The device was filled with 5% dextrose having a total volume of 100ml. There was no patient involvement. No additional information is available.